Event description:
Two, 7.3 cannulated screws were inserted during a proximal tibia fracture surgery on (B)(6) 2013. As the surgeon was putting in the first screw, the very tip of the screw driver broke into three pieces. All three pieces were retrieved. It was reported that the screw was in far enough that the surgeon took the guidewire out and finished screwing with the solid screw driver out of the set. A second cannulated hexagonal screwdriver was brought in for the second screw. Surgery was not prolonged and no adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history records showed there were no issues during manufacture that would contribute to this complaint condition. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned device was manufactured in may 1998 and is approximately 15 years old. On the returned device, almost the entire hex tip has broken off just above the transition to the shaft. This issue was addressed on several prior complaints and CAPA (B)(4) was initiated to address it. As part of the corrective action, the shaft component, part 314.05.01, material was changed from 440a stainless steel to 465ph stainless steel, dco 0702039, and was implemented on shaft, 314.05.01, lot numbers 4487955 and 4480644. The shaft, 314.05.01, on this complaint is lot a4hf212 and was manufactured in may 1998 prior to implementation of the CAPA corrective action. The design risk assessment is adequate for the intended use.